Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the one (1) year follow up, transesophageal echocardiography (tee) showed the closure device shifted proximally and had a leak passing under the fabric cap. The bsc representative reported that the shift was also observed on the 45-day tee, however it was not reported to bsc at that time. The leak under the fabric cap was only noted at the one (1) year follow up. The position of the device from the 45-day to the one (1) year follow up appears to be unchanged. The patient was asymptomatic. No intervention was required at this time.